Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 528mg/dl. The customer was advised to treat with backup plan per their healthcare providers instructions. The customer declined to troubleshoot for the highs. The customer was advised to conduct site change and follow up with their healthcare provider.